Manufacturer narrative:
Event site postal code - 0283-695. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), a fiber optic sensor failure occurred. A transducer was installed and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): device available for eval? The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).